Manufacturer narrative:
Additional information: device manufacturer date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The pins in the door become unseated in the wrong slots. The pins were re-seated but the motions were never invalidated and validated. This caused the rotor to become out of position and not seat properly again. Once the re-homing was performed, the medtronic representative was not able to reproduce the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
A medtronic representative from the site reported that the imaging system's gantry door would not open. The electronic override did engage and it sounded like something was trying to move in the gantry. The medtronic representative attempted to manually open the door but the rotor would not move. There was no patient present when this issue was identified.